Event description:
The user facility reported the automated impella controller sound an alarm tone and displayed controller error message while connected to an impella 5.5 pump providing mechanical circulatory support to a patient. The aic was exchanged with no issues. There was no harm to the patient.

Manufacturer narrative:
The automated impella controller has been received from the customer; however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of automated impell controller (aic) - controller failure (red alarm) has been completed. The console log confirmed the reported failure mode given there was a controller error alarm triggered during the clinical procedure. The real time (rt) logs confirmed that all signals received from optical bench are represented due to the crc error. Device analysis: the controller error and loss of placement signal is due to an optical bench fw communication protocol anomaly, resulting in misalignment of data communication packets received by epc. The root cause of the ¿controller error alarm issued was determined to be a firmware issue.